Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump is alarming no delivery. Customer's blood glucose is 261 mg/dl. She has not treated yet. Customer disconnected from the device, ran a fixed prime, and saw insulin exit from the tubing. When she inspected the cannula, it was bent. Customer was advised the alarms were caused by the bent cannula or a possible infusion set or site occlusion. She was advised change infusion sets and monitor the device. Nothing further reported.